Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records, and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities and the system and its components met all specifications prior to being released. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that there was suction loss while laser firing but they were able to complete the procedure successfully.